Event description:
Pt¿s mom spontaneously called to report pump malfunction (sn: (B)(4), maintenance due 03/22/2019). Pt¿s mother reporting that pump is showing 2 lines through display screen and making low beeping noise that she has not heard before. The screen is not displaying anything else. Pump was functioning when last used on saturday. Pt using back-up pump which is functioning fine. Will replace this pump. Product fault occurred while in use with a pt, did not contribute to pt / clinical injury. We replaced the device. Strength: 1mg/ml; dose or amount: 28.7ng/kg/min; frequency : continuous; route: sq ; dates of use : from (B)(6) 2018 to current. Diagnosis or reason for use: pah.